Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. The suspect instrument has been received by the manufacturer for evaluation. When the instrument was connected to a known good system, the malleable suction was recognized and tracked without issue. No fault found.

Event description:
A site representative reported that during pituitary lumpectomy, the malleable suction had recognition failure. The procedure was completed with the use of back up instrument. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.